Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 functional mitral regurgitation (mr), a thinned posterior leaflet, and tethered posterior and anterior leaflets for a mitraclip procedure. One clip was implanted. Ten minutes post-implant a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained securely attached to the anterior leaflet. An additional clip was implanted to stabilize the first. The final mr was grade 2-3. Per the physician, the posterior leaflet was likely thinned and caused the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.